Event description:
Pt has been having problems hearing over the past months. The problems started after pt fell of f a swing. Pt fell, hitting the back of pt's head on the ground. The family lives a long way from the clinic and the clinic was unaware of the accident. For this reason they did not request help form med-el technical support. Med-el attended a visint in 2005 and testing confirmed that the device had malfunctioned.